Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 136 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. Customer stated that the insulin was squirting out during priming. Troubleshooting was performed and no issues were found on the insulin pump during tests. The insulin pump will not be returned for analysis.